Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
It was reported that ten (10) minutes after initiating support the oxygenator started to leak from the gas outlet. The oxygenator was changed out.